Event description:
The pt arrested during transport. The pt's rhythm was diagnosed as pea, and pacing was attempted. It was noted by the device user that the pacing cable connector had pulled away from the case and was loose. The rptr stated the pacer led was on, the start stop led was on. Reportedly the pacing rate could be set but pacing current could not be adjusted and remained at zero. The rptr stated that pacing markers were displayed on the screen, and that the device did not alarm. All connections were checked and an unsuccessful attempt made to adjust pacing current. A back up device was made available, the same disposable electrodes used and treatment continued for the pt. The pt was not resuscitated. The rptr stated pt outcome was not due to device operation. The rptr's opinion was based on an assessment of the patient's lack of viability.